Event description:
Clinician was disconnecting the fistula needle from the patient, the needle did not retract fully and the protective sheath fell off causing needle puncture to the employee. Employee was advised to rinse and squeeze finger for 15 minutes then sent to the urgent care for further treatment.

Manufacturer narrative:
Device was not returned to manufacturer.